Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device passed all functional tests, and no malfunction was identified. Review of the logs suggests the device may have been in the incorrect lead view to display ECG. The log also suggests when all the criteria is met for patient coupling, the device was able to be used successfully to deliver therapy. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.